Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900523 was manufactured on 05/21/2019 a total of (B)(4) pieces. Lot was released on 05/29/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Reference file anp1900074476 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first and only clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No defects or anomalies were observed. Reference file anp1900074476 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not opened" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the only remaining clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. The device was received with (B)(4) clip remaining in the channel indicating that the end user fired (B)(4) clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the customer tried to load clip at jaw, clip should be opened, but it was locked when it was loaded at the jaw; came out successively.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900685 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load clip at jaw, clip should be opened, but it was locked when it was loaded at the jaw; came out successively.